Event description:
Patient has been revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient has been revised address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report found against the 2415091 and 2475065 lot codes. Per procedure, these product codes are exempt from DHR review. No other reports found against the reported bone screw. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.